Event description:
Vns patient passes out every time the device is swiped with the magnet. It was reported that the patient has experienced three auras during the past month and that they swiped the device with the magnet each time, resulting in a brief loss of consciousness for an unknown number of seconds. The patient did not experience any chest pain, focal deficits, or altered mental status during these episodes. Programmed parameters were adjusted. Neurologist plans to assess patient's condition at next follow-up appointment in near future. Report is incomplete because device tracking information was not forwarded to manufacturer at the time of initial implant. Attempts to obtain device tracking information have been unsuccessful to date.

Event description:
Neurologist's office indicated that the pt reported that when he felt an aura coming on, he used his magnet and it helped; however, sometimes when he felt an aura, he couldn't get to his magent fast enough. The pt is reportedly doing fine. Further attempts to obtain product info have been unsuccessful to date.